Event description:
It was reported that the patient was experiencing uncomfortable stimulation in the ribs as well as inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7097720.